Event description:
New information received notes the patient presented for evaluation in clinic, no oversensing had been observed since (B)(6) 2025. Programming changes were made to increase output as no oversensing was seen. No intervention was planned. The patient was just being monitored remotely and in clinic. The patient was stable.

Event description:
It was reported that non sustained right ventricular oversensing episodes determined to be noise signals prior to r waves were observed on the near field channel on the right ventricular (rv) lead. Programming changes and additional testing was recommended. The potential for lead revision in the future was discussed. There were no reported patient symptoms or consequences.